Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and when trying to rewind it, the customer received a motion sensor test failure alarm. The customer stated he was having an MRI done and was trying to suspend the insulin pump to disconnect it when the alarm occurred. The insulin pump failed the displacement test. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.